Event description:
Best estimate is (B)(6) 2010. According to the info received, a complaint was received for missing eyelets. Seven or eight of the packages didn't have any catheters in them. Some didn't have a tip for urine to come out, they were just solid with no holes. Pt threw catheters out so doesn't have any to return and doesn't have lot numbers.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing. Coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or add'l info be received, a follow up report will be filed.